Event description:
The pt came into the surgeon's office complaining of pain. The surgeon noticed the knee was extremely inflamed which led him to believe the pt had an infection. The surgeon decided to irrigate and debride the area and revise the tibial poly insert. On (B)(6) 2015 the infection was confirmed: the pathogen is beta hemolytic strep group c. MFR ref # 3005180920-2014-00205.